Manufacturer narrative:
The device was returned for investigation. The device was visually inspected. There was no evidence of the reported failure in the pump's event logs. However, power down, pump turned off, and pump turned on messages. Were found in the event history logs. A functional test was performed, and the reported failure was not replicated. No fault was found. The root cause of the reported problem cannot be established. The downstream occlusion sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms "no disposable". No patient injury was reported.